Event description:
It was reported that a flogard infusion pump would not turn on. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site. An alarm log review and a visual inspection were performed. The evaluation determine that the device would not turn on. The visual inspection identified that the pump would not turn on due to a damaged power cord. The power cord was replaced to fix the reported condition. The pump passed all testing. If additional relevant information is obtained, then a follow-up MDR will be submitted.